Manufacturer narrative:
Citation: banerjee, subhash. Et al. (2012). Pilot trial of cryoplasty or conventional balloon post-dilation of nitinol stents for revascularization of peripheral arterial segments. Journal of the american college of cardiology. Vol. 60, no. 15, 2012. Device evaluated by MFR: the complaint device was not received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as 2134265-2013-01101 and 2134265-2013-01142. It was reported via a journal article that during a cryoplasty procedure a pseudoaneurysm occurred.